Event description:
Additional information was received from the patient indicating that there was new pain in the left buttock area that went down their left leg. It was noted that the patient had not falls or trauma. The event for the new pain was in (B)(6) 2015. The patient mentioned that they had not had any changes in their activities, and it was thought the device needed a little tweaking. The patient had not found a doctor yet, and was still calling doctors on the list provided to them. The patient was doing stretching for back and legs. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant prodcuts: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4)

Event description:
The consumer reported that the patient had left leg pain (possible sciatic nerve). It hurt from the patient's buttocks down the left leg, and the pain started a month ago. When the patient sits it would hurt, when the patient stood it would hurt, and on (B)(6) 2015 the patient could barely walk. The patient was given pregabalin for the pain. It was noted that both implantable neurostimulators (inss) were on the patient&#38112;right side, and the pain was on the patient's left side. There were no reported falls or trauma that could be related to the issue. The reported pain was considered a sudden change in therapy/symptoms. Additional information received from the consumer reported that there were no changes that led the reported pain. The patient met with the healthcare professional on (B)(6) 2015, and the patient received a prescription for pregabalin and had a follow up appointment scheduled for (B)(6) 2015. The patient's pain was not resolved at the time of follow up. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included chronic low back pain and spinal pain.